Event description:
Healthcare professional reported device rupture and pain. The device has been explanted.

Manufacturer narrative:
In response to uf/importer report #: 1600820000-2021-8020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.